Manufacturer narrative:
Facility name: (B)(6). The customer noted the inside of the reagent pack bottle had reagent adhering to the inside of the lid, which indicates a film may have formed inside the bottle. The issue was consistent with an inverted reagent pack positioning, during the logistical chain of the reagent pack, causing a "film" (or foam/bubbles) on the reagent surface of one (or more) compartments of the reagent pack. From the information provided and the analysis thereof, a general reagent issue can be excluded. The investigation determined the issue to be consistent with a reagent pack-specific issue (film/bubble/foam on the reagent surfaces).

Event description:
There was an allegation of questionable elecsys ft4 iii results for 2 patient samples on a cobas e 801 analytical unit, serial number (B)(4). The initial result was 7.77 ng/dl and the repeated result was 1.11 ng/dl. The initial result was 7.77 ng/dl and the repeated result was 1.45 ng/dl. The customer's normal reference range for the ft4iii assay is 0.93 ng/dl-1.7 ng/dl. It was unknown if the erroneous results were reported outside of the laboratory.